Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device following an interventional procedure. The arterial access site was confirmed in the common femoral artery. It was reported that difficulty was encountered during the attempt to advance the device over a 0.0035-inch guide wire. After an unspecified amount of time, the guide wire exited from the guide wire exit port. The device was then inserted at a 45-50 degree angle without difficulty. Adequate mark was obtained. The foot was deployed and apposed against the arterial wall until mark stopped. The plunger was deployed and then retracted revealing a cuff miss. The foot was parked. In the attempt to remove the device, difficulty was encountered. It was reported that the physician deployed and parked the foot multiple times and used "excessive manipulation" in order to remove the device. The physician also reported that it was difficult to reinsert the guide wire. Once the guide wire was inserted, the device was advanced without difficulty. It was reported that hemostasis and closure were achieved. There was no report of an adverse pt event.